Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On unreported date(s), the patient was treated with vancomycin 2 grams three times per week for two weeks intraperitoneally and on an unreported date in the same month as the peritonitis onset, that therapy was discontinued. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date in the beginning of (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.